Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant with a large flexnav delivery system. The patient's native valve measurements were 82.5mm for annular perimeter, 23.5mm for minimum diameter, 27.4mm for average diameter, 81.6mm for left ventricular outflow tract (lvot) perimeter, and 32mm for sinus valsalva diameter. It was reported the patient had a calcium spicule that protruded 5mm to the lvot. The patient was pre-dilated with 25x40mm non-abbott balloon two times. During procedure, the device was partially recaptured two times with the final implant depth being 6-7mm. It was reported all retainer tabs did release. The patient was then post-dilated with a 28x40 non-abbott balloon twice. It was reported post procedure on (B)(6) 2023, patient experienced moderate aortic regurgitation grade 2 and heart failure. A transesophageal echocardiography (tee) revealed the 29mm navitor valve had a retracted and non-functioning leaflet. A decision was made to implant a permanent pacemaker and to perform a transcatheter valve-in-valve procedure with a non-abbott device. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of regurgitation and cusps of the valve remained open and would not close was reported. A video from the field appeared to show leaflet coaptation of the valve inside the patient. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of reported issue could not be conclusively determined.there is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the portico instructions for use "implantation precautions: position the annulus end of the valve 3 mm (0.12¿) below the native aortic annulus."

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant with a large flexnav delivery system. The patient's native valve measurements were 82.5mm for annular perimeter, 23.5mm for minimum diameter, 27.4mm for average diameter, 494mm^2 for area, 81.6mm for left ventricular outflow tract (lvot) perimeter, and 32mm for sinus valsalva diameter. It was reported the patient had a calcium spicule that protruded 5mm to the lvot. The patient was pre-dilatated with 25x40mm non-abbott balloon two times. During procedure, the device was partially recaptured two times with the final implant depth being 6-7mm. It was reported all retainer tabs did release. The patient was then post-dilatated with a 28x40 non-abbott balloon twice due to regurgitation. Following procedure, a permanent pacemaker was implanted due to previous patient history of sinus rhythm with right bundle branch block (rbbb). It was reported post procedure on 03 may 2023, patient experienced moderate aortic regurgitation grade 2 and heart failure. A transesophageal echocardiography (tee) revealed the 29mm navitor valve had a retracted and non-functioning leaflet. A decision was made to perform a transcatheter valve-in-valve procedure with a non-abbott valve. The patient status was reported as stable.